Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment of general surgery was performed when the issue happened, and procedure was completed as planned by restarting the system. Philips remote service engineer (rse) inspected the system remotely and found system images were not consistently saved, which may affect live imaging. After reviewing the log file, rse found that the issues pertain to the hard disk connection bays and the ip pc memory, which is responsible for processing and storing the images from each examination. As a part of resolution, the field service engineer (fse) implemented fsca. After which, system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information the procedure completed by same allura system. The procedure was completed as planned by restarting the device. If a loss of live image occurs during a procedure, a restart warm or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not always save images, which can impact live imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.